Event description:
During a sub-acromial decompression procedure in the shoulder the electrode detached from the probe. The physician was able to retrieve the tip without further incident. No add'l complication were reported.